Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the cvicu mgr was called by bedside nurse to witness free flow from tubing engaged in turned off alaris pump channel. Bedside nurse programmed IV pump to deliver blood, followed by normal saline flush. Blood was infused timely without any alarm. Bedside nurse turned pump off and noticed free flow when disconnecting from tubing. The cvicu mgr witnessed the free flow. Channel was not opened, pump, channel tubing are kept intact. Biomed team was called and also witnessed same issue. Cap was placed at the tubing end, distal clamp was rolled off. Biomed secured entire system for expertise. Patient was not harm during blood transfusion."

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the cvicu mgr was called by bedside nurse to witness free flow from tubing engaged in turned off alaris pump channel. Bedside nurse programmed IV pump to deliver blood, followed by normal saline flush. Blood was infused timely without any alarm. Bedside nurse turned pump off and noticed free flow when disconnecting from tubing. The cvicu mgr witnessed the free flow. Channel was not opened, pump, channel tubing are kept intact. Biomed team was called and also witnessed same issue. Cap was placed at the tubing end, distal clamp was rolled off. Biomed secured entire system for expertise. Patient was not harm during blood transfusion." It was later reported that the nurse stated they did not notice the blood going in faster than expected. But did have a free flow of saline upon disconnecting the IV set from the patient. Education was provided to the customer about using the roller clamp upon unloading the IV set. It was later reported that the event occurred on january 6, 2023 @ 1400. It was reported that the patient received a blood transfusion followed by sodium chloride 0.9% flush. There was no alarm during administration, the blood and saline administered as programmed. After the saline flush, the pump was turned off and the bedside nurse disconnected the tubing from the patient and noticed the saline was free flowing despite the pump being off and tubing fully engaged in the locked door. The patient had no symptoms nor abnormal results and was later discharged home.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.